Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed a failed circulation pump. They discussed depot repair and spare part options.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed a failed circulation pump. They discussed depot repair and spare part options.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the fill problem was determined to be a failed circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that a test circulation pump to fill. It was noted that the bearing were seized. Serviced the circulation pump. Completed the 2000-hour pm procedure on the device. It was noted that the bearing were seized on the circulation pump motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed a failed circulation pump. They discussed depot repair and spare part options.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the fill problem was determined to be a failed circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that a test circulation pump to fill. It was noted that the bearing were seized. Serviced the circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.